Event description:
Customer called to report that the insulin pump alarmed motor error and motor position encoder error during the prime fill process. Customer's blood glucose reading was 198 mg/dl or mmol/l. No significant events leading to the alarm were observed. Customer was unable to rewind the insulin pump. Advised customer to return the pump with the battery and basal rate zeroed out. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motor position encoder error alarm could be verified in the alarm history due to the history file being overwritten. The insulin pump had a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.